Event description:
It was reported that the customer's insulin pump alarmed button error. The customer already attempted to restart the insulin pump by removing the battery for a few hours without result. It was stated that the patient wore the device in the bra and possible the buttons were pushed longer then three minutes. Advised the caller to use the back up plan, but the customer did not know how to use it. Then the daughter decided to leave her in the hospital for two days. During the call the customer felt fine and her glucose level was not as high. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.